Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 343 mg/dl. Customer reported that the blood glucose reading started at 400 mg/dl and could not get it down lower that 343 mg/dl. The customer experienced symptoms such as nausea and thirst. The customer was treated at the hospital. Customer's blood glucose reading was 127 mg/dl at the time of call. The customer was wearing the insulin pump during the incident. Customer also reported that the insulin pump had a motor error and no delivery alarm. Troubleshooting was performed and completed. Displacement test was performed and passed and they were able to complete the rewind process. The customer was advised to monitor and call back if issue recurs. The insulin pump will not be returned for analysis.